Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 6.1 mmol/l versus 10.0mmol/l meter to lab. Tests were done within 25 mins with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.